Event description:
Soft tubing just before the proximal port (just before where soft tubing connects to hard plastic- see purple box in attachment) found to have crack noted during infusion. This opened up central line to infection and necessitated needle removal and reinsertion/painful in child.